Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of issues with their insulin pump. The customer had partial display. The customer states it was difficult to see items and reservoir was faded away. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No partial display, missing segments, black display or faded display noted. The insulin pump had cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.